Event description:
It was reported that a patient using the ilet bionic pancreas experienced frequent low blood glucose and self-initiated pump pauses to avoid further insulin dosing, including a pause at a reported glucose of 163 mg/dl, after which the patient received education on risks and proper use. Symptoms included hypoglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included a review of user-reported history and education on device use and glycemic management. Investigation of this case revealed user-initiated dosing interruption with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.